Event description:
Dealer stated to invacare (B)(6), that the consumer/end user stated she sustained injuries to her left leg that caused her to seek medical care due to the chair speeding into wall.

Manufacturer narrative:
.